Event description:
It was reported that a patent passed away while connected to the ventilator. The caregivers allegedly last checked the patient and ventilator at around 5:30pm. At 5:55pm, the nurse found the ventilator was off with no alarm, and the patient had no pulse.